Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: bd was able to verify the reported complaints. According to the analysis, it can be observed that the catheter is transfixed in the needle. Based on the investigations, it was not possible to determine the root cause for this incident, because although the photos evidenced damage at the tip of the catheter that is characteristic of a catheter transfixed by needle, it was not evidenced batch history records, nonconformities or corrective maintenance which could lead to the transfixed catheter (needle through catheter).

Event description:
It was reported that an unspecified number of angiocath 24ga x 0.75in had a defective/damaged catheter. The following information was provided by the initial reporter: customer reports that the catheter at the time of doing the procedures, are "crumbling".